Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018. The customer¿s blood glucose was 400 mg/dl at the time of incident and current blood glucose is 178 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. The customer was treated with manual injection. The insulin pump will not be returned for analysis.